Event description:
It was reported that during a general device change out procedure, the field noted an abrasion in the insulation of the electrode near the seal plug. This caused the field difficulties during defibrillation threshold testing. Additional surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted set screw marks on the correct location on the terminal pin. Marks that were altered by heat were also noted on the outer insulation, however this was thought to have been induced during the explant procedure. The coils of the shocking coil were flattened, again this was thought to have been made during the explant procedure. An abrasion was noted in the silicone sleeve just distal of the terminal boot - the poly insulation underneath is intact and undamaged. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that during a general device change out procedure, the field noted an abrasion in the insulation of the electrode near the seal plug. This caused the field difficulties during defibrillation threshold testing. Additional surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.